Manufacturer narrative:
Block h6: corrected imdrf code. Imdrf device code a0501 captures the reportable event of tip detachment of device or device component. Block h11: an axios stent and electrocautery-enhanced delivery system was received for analysis. Visual inspection found the tip was detached and was not returned. No other damages were noted to the device. Product analysis confirmed the reported event of tip detached. The event was most likely due to procedural factors, such as the length of time used, the power settings required, the handling technique, and/or the tissue composition, which resulted in the nosecone damage. Additionally, subsequent use of the device then led to the detachment. Taking all available information into consideration, the overall root cause of the reported event is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted transduodenal to facilitate a biliary drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, the physician tried to penetrate the tissue, but it was not possible, and no visible sign of electrocautery was observed on the monitor screen. The generator settings were checked and confirmed to be correct, but still, nothing occurred during the second attempt. When the physician removed the device, it was noticed that the white distal tip was no longer attached. As a result of this issue, the physician decided to cancel the procedure, which has been rescheduled for (B)(6) 2025. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of tip detachment of device or device component. Imdrf impact code f1001 captures the reportable event of cancelled procedure.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted transduodenal to facilitate a biliary drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, the physician tried to penetrate the tissue, but it was not possible, and no visible sign of electrocautery was observed on the monitor screen. The generator settings were checked and confirmed to be correct, but still, nothing occurred during the second attempt. When the physician removed the device, it was noticed that the white distal tip was no longer attached. As a result of this issue, the physician decided to cancel the procedure, which has been rescheduled for (B)(6) 2025. There were no patient complications reported as a result of this event.